Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by MFR.: unit returned with its original pouch. The unit returned has distal tip damage, as part of overall visual revision. The returned device was inspected, and the core wire was detached at the distal tip section, also it had the coil wire unravel and it was bent at distal section. No more visual damages were found in the device. The core wire was detached at the distal tip section. The outer diameter of distal tip, middle of the device, proximal section, and core wire length are within specifications. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
Reportable based on device analysis completed on 20oct2022. It was reported that guidewire tip damage occurred. During unpacking of a 035/260/1 amplatz amplatz super stiff, it was found out the tip of the guidewire was damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed coil wire detachment.